Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The analysis of the system logs show that the last activity was the adapter calibration, the system called for a piezo sound. A knock was heard during the motor test, and the leftmost motor was found to be loose. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a design error. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy gastric tube procedure, the device was set-up without any issue, however before using it the display screen disappeared. The opening and closing of the jaws was able to be performed. To resolve the issue they inserted the handle into the charger and the display powered on again, and used another handle in order to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found on analysis of the system logs show that the last activity was the adapter calibration, the system called for a piezo sound. A knock was heard during the motor test, and the leftmost motor was found to be loose. Additionally, the investigation detected a secondary condition of loose motor screws that has no relationship to the reported condition. The rear handle housing was removed as part of the investigation of the reported condition. During that investigation it was discovered that the articulation motor screws had become loose allowing the motor to move around. The connection between the motor output shaft and trilobe coupler was not impacted.